Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization of an aneurysm, the last 3cm of the coil could not be advanced or retracted. The coil prematurely detached from the delivery pusher. The coil and microcatheter were removed together and new catheter was placed. There was no reported patient injury or sequela.